Manufacturer narrative:
Additional narrative: a review of the service history for the past six months from the awareness date was performed. No service history review can be performed. The item has not been sent in for service. There is no information relevant to the current complained issue. The source of the manufacture date is the device history record review. (B)(6). Placeholder.

Event description:
It was reported, during a hand surgical procedure (type unknown) on (B)(6) 2013, the small battery drive was not getting enough torque. The battery drive would lose torque when engaging with the bone. It was also reported the surgeon was able to complete the counter-sink necessary to complete the procedure after an estimated five minute delay. No additional information was provided. This report is for a small battery drive. This is 1 of 1 device for this event reported on complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. The manufacturing documents were reviewed and no complaint related issues were found.